Event description:
The patient was initially implanted with a bifurcated stent graft and an infrarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately, 7.5 years post initial procedure a cta revealed a possible type 1 endoleak. Reportedly, the patient was initially implanted with a bifurcated stent graft and an infrarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately, 7.5 years post initial procedure a cta revealed a possible type 1 endoleak. Reportedly, the physician is planning to treat the patient with a non- endologix (cook) stent to treat the reported event. Additional information: during clinical assessment, the reported type 1 endoleak was identified to be a type 1a endoleak. Also sac growth of 10.5mm, multiple type 2 endoleaks (non-device related), and a type 3b endoleak of the distal bifurcated stent graft were identified. A re-intervention was done and the physician elected to implant a (non-endologix) cook zenith fenestrated endovascular graft. The final patient status remains unknown. The final patient status was not made available to endologix.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident-related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type 1a endoleak is confirmed. This is consistent with the reported adverse event/incident. The clinical evaluation also shows reasonable evidence to suggest a sac growth of 10.5mm, multiple type ii endoleaks from the lumbar and internal mesenteric artery (non device related failure), and a type 3b endoleak of the distal bifurcated stent graft had also occurred. The most likely causation for the type 1a endoleak was user / anatomy related due to the neck diameter being at 33mm and should be 18-32mm. The most likely causation for the type 2 endoleak is anatomy related. The most likely causation for the type 3b endoleak is device related due to the use of strata material. The final patient status remains unknown. The final patient status was not made available to endologix. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place (B)(6) 2014. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with strata.

Manufacturer narrative:
The device remains implanted in the patient; therefore, it will not be returned for evaluation. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with strata.

Event description:
The patient was initially implanted with a bifurcated stent graft and an infrarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately, 7.5 years post initial procedure a cta revealed a possible type 1 endoleak. Reportedly, the physician is planning to treat the patient with a non- endologix (cook) stent to treat the reported event.